Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) power cycle the hc to end therapy and advised the hp to start over with all new supplies. The tsr advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp would start over with new supplies and contacting rn. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. There was no form of samples or lot numbers available. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.